Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. The reported problem (patient death) was confirmed. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Device manufacturer date: monitor: 10/10/2013, electrode belt: 01/05/2011.

Event description:
A us distributor contacted zoll to report that a patient passed away while wearing the lifevest on (B)(6) 2020. The patient was sleeping and unconscious at the time of passing. The patient's girlfriend was present at the time of the event and reported that the device was alarming for the patient to press the response buttons. Paramedics attempted to resuscitate the patient, but were unsuccessful. The patient's passing was cardiac related. Review of the download data, indicates the patient received one inappropriate shock in response to oversensing of low amplitude cardiac signal and motion artifact. The patient was in asystole at the time of the treatment shock at 23:26:51. The patient's post shock rhythm was also asystole. The patient was in asystole at the time of the device shutdown at 23:32:15 on 10/16/2020. The patient passed away on (B)(6) 2020.